Event description:
It was reported that myopotential oversensing was observed while patient was recovering from the device implant procedure. The patient was asymptomatic. Programming change was made and the oversensing went away.